Event description:
During routine preventative maintenance testing by stryker, the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The power module was sent back to the stryker product assessment center (pac) for further testing. The pac technician found the u8 power processor was electrically damaged. The root cause of the issue was an electrically damaged u8 power processor of the power module.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.